Event description:
The patient was revised to address osteolysis and poly wear of the liner. It was reported that the patient was revised previously in 2008, but no further information is available regarding the surgery as the rep was not aware of it.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.